Event description:
Automix tpn compounder program by clintec allows protein to be ordered by weight. For example: 1.7 gm/kg/bag, even if no weight is entered in the pt info section (default 0.0kg) resulting in 1.7 gm/kg x 0.0kg = 0 protein added to bag. Label produced claims 1.7 gm/kg protein. Pt rec'd 2 days of dextrose/lipid/electrolyte only tpn. Questions of calcium/phosphate and dextrose/lipid stability problems caused by 09c protein. Would suggest warning in programming for any weight based ingredient ordered if no pt wt entered. (Also occurred on 2/7/99.)